Event description:
There have been four episodes (only two formally reported) of the pre-filled syringes "exploding" during a procedure. The two reported episodes occurred during the injection of the left ventricle. On the two reported episodes, the syringes were replaced and the procedure completed.the syringes cannot tolerate the pressure. Or the power injectors are not functioning correctly.